Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode recognition test. The cause for the failure was isolated to a broken pulse wire from the pad in the r1 te solder connection in the cable connecting the distribution node (dn) to the rear therapy electrode. The root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.